Event description:
It was reported that (1) device was used during a laparoscopic procedure. It was reported by the affiliate that the eps01 hook dropped into the pt. It was retrieved from the pt. Another device was used to complete the case. The device was discarded.